Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro 2 broke on the vein and had to be removed from inside of the leg. No additional incision was made and all pieces were removed. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).